Event description:
Philips received a complaint by the customer on the v60 indicating that the device was getting error code 1104: backup alarm failed message. The customer replaced the motor controller (mc) printed circuit board assembly (pcba) and was passing test, but error message still exists. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. Biomed is reporting the v60 was failing the alarms tests, and a new mc board was installed, but the device is now displaying a backup alarm failure. The rse advised biomed that the latest version of the service manual is version t. Biomed has confirmed diagnostic code 1104 in the significant event log. When the backup audible alarm test fails, alarms normally annunciated by the backup audio device use the primary speaker. Advised biomed the recommended repair is to replace the central processing unit (cpu) board and provided parts ID. The investigation is ongoing.

Manufacturer narrative:
Multiple attempts have been made on 20dec2024, 03jan2025, and 14jan2025 to try to obtain further information about this case, but the customer has declined to answer the requested information. No further information will be obtained. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.